Event description:
After the surgery, screw breakage was noted. On (B) (6), 1/2 weight bearing started. On (B) (6), full weight bearing started. On (B) (6), 2010, it was found that one of the distal screws was broken. According to the doctor, the patient's bone union is being achieved. There is no plan to perform revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.